Event description:
Information received indicates the valve was removed after five years service life due to regurtitation. During explant, cuspal tears. Cuspal stiffening and device calcification were noted. The valve was replaced with no additional consequence reported for the patient.